Event description:
A customer contacted beckman coulter inc. (Bec) stating that there was a leak coming from the no foam y connection in the unicel dxc 800 pro synchron chemistry analyzer. No injury or operator exposure was reported in this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(4) 2011 for this event. The fse replaced the valve 22, which was clogged and causing the no foam leak. Repairs were verified per established procedures prior to returning it into service. (B)(4).